Event description:
This is an adverse event recorded on a crf as part of the (B)(4) registry. This patient was prospectively enrolled with 1 cm non-dysplastic barrett's esophagus. It was reported that after a secondary focal ablation the patient experienced dysphagia and was subsequently dilated. Per the physician the severity of this event was mild and the event was not related to any malfunction of the device.

Manufacturer narrative:
The site has indicated that the sample has been discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. (B)(4).